Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/28/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) over 600mg/dl with extreme thirst, nausea, confusion, unspecified ketones, moodiness and feeling ¿like crap¿. The patient reportedly received phone advice from their healthcare provider (hcp) and treated with insulin via injection and insertion site change. The reporter stated that the patient had changed the infusion set multiple times but continued to have issues with elevated bgs. The reporter denied any lifestyle changes that would impact bg and insisted that the pump was causing the issue. The reporter noted that the patient¿s hcp insisted the pump be replaced. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. No pump defects were found during troubleshooting; however the pump was replaced due to patient and hcp insistence. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged pump defect.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: investigation revealed a ¿replace cartridge¿ alarm had occurred on (B)(6) 2016 at 19:14 and deliveries never resumed. The last bolus delivery was a 0.9 unit bolus at 16:51 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings and no delivery interruptions occurred during testing. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).